Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of an unresponsive pump. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Detailed trace analysis has confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours. After disconnecting and reconnecting the internal battery connector at j6 printed circuit board assembly, the insulin pump was monitored and functioned properly. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked j1 printed circuit board keypad connector during out visual inspection. The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test also, passed the leak test. Pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.